Event description:
The device has been explanted.

Event description:
Healthcare professional reported, a right side rupture. And "leaking, lump, granuloma". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on anterior assessed, as surgical damage. Granuloma: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported, a right-side rupture. And "leaking, lump, granuloma". Device remains implanted.